Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for s/n (B)(6), covering the manufacturing period beginning on 18sep2017, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer- reported issue. The reported condition of failed drawer 5 was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4), the bd field service engineer (fse) reported that the leds are off on the pyxibus board, so he replaced it, but when it was opened the drawer was hard to open and close so replaced the rails too. During dchu visual inspection: pcba pyxibus module cntlr vo.32 es with part number 151230-11 was received and visually inspected. The received board was observed with thermal damage on capacitor cio. During dchu testing: pcba pyxibus module cntlr vo.32 es with part number 151230-11: based on the visual inspection results, no further testing is necessary since thermal damage was found on the inspected board resulting unnecessary the realization of functional testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. As per part investigation, it was determined that there was thermal damage observed on the pcba pyxibus module controller capacitor c10. There were no delay, no adverse events or injuries reported based on this event.